Event description:
It was reported that during a starr procedure, the device was properly loaded at the third firing, but the firing trigger was difficult to fire and the firing trigger broke. Another device was used to carry out the case that properly worked. The same reload was loaded in this second device. No adverse patient consequences.

Manufacturer narrative:
Date sent: 11/21/2008. Info anticipated, but unavailable at this time.